Manufacturer narrative:
This lens was mfg before 2000 and underwent a modified (buffered tumbling) process during its MFR. The method of MFR was subsequently changed to eliminate the use of this modified process. Mfg of this product ceased in 2008. (B)(4).

Event description:
As reported by the eye care professional, a pt had a memory lens implanted in the right eye in 1999. The eye care professional stated the lens became discolored. The right eye will be monitored. There are no plans for surgical intervention. On (B)(6) 2013 the pt reported that the right eye will be monitored by the eye care professional. On (B)(6) 2013, the eye care professional provided additional info. The intraocular lens is discolored and includes inclusions. The visual acuity for the right eye measured 20/25. Prognosis as of last visit on (B)(6) 2012 was good. The condition is stable. No further details were provided.